Manufacturer narrative:
The event product was returned to applied medical for evaluation. The root cause is determined unknown. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
"This is the complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. A seal cap came off from a seal at the moment physician take an obturator out from the seal during a procedure. And then air leak confirmed right after that. Physician cut the balloon and took out the cannula. The actual event unit was returned to (B)(4) and visually inspected. A seal cap came off from the seal and all of the components were separated from the seal. Please analyze this complaint phenomenon and review the device history record of this unit. (B)(4)." Patient status: no patient injury.